Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient turned the unit off for 2 days. Patient stated it has resolved and returned to normal after 2 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having intense stimulation felt all over their body, from their legs to the tip of their nose. They stated that they felt stimulation in their mouth/lips, and their hands would ¿draw up.¿ they added that they turned therapy off, which seemed to improve the situation, however when they laid down, they would feel intense stimulation again. The patient noted that they have adaptive stimulation, which is programmed so they cannot feel stimulation wen laying down. They stated that they have a 2-story home, and when they are upstairs the sensation feels lower, but feel it stronger when they go downstairs. They mentioned that they normally have their right leg stimulation set at 2.3. The patient added that they adjusted stimulation, which seems to help, but they still especially feel intense stimulation when they lay down. They mentioned that they had an unrelated back surgery on may 18th, and also had an MRI prior to the surgery, but the implantable neurostimulator (ins) was put into MRI mode. The patient was redirected to their healthcare provider to have the device checked.